Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05511. It was reported that the patient presented for a right ventricular lead explant on (B)(6) 2020. During the procedure, insulation damage was noted on the right atrial lead. The atrial lead was explanted. When explanting the right ventricular lead, some tissue was found attached to the distal portion of the lead resulting in bleeding. The patient¿s chest was opened to treat the bleeding and the patient was stabilized. The physician opted not to replace the leads or device during this procedure. The patient was stable post procedure.